Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the main seal was protruding out between case halves over the battery compartment. Analysis also found the output connectors were contaminated on the inside. Both output connector nuts were discolored. Lower case was broken, damaged, and contaminated. The hanger assembly was hard to open (out of mechanical specification) and was contaminated. Both wires on the liquid crystal display (lcd) were pinched (insulation not compromised). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the water proof gasket was coming out from the top and bottom halves. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.